Event description:
It was reported that the patient experienced vegetation. The implantable pulse generator (ipg) and right ventricular (rv) lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.